Manufacturer narrative:
Philips investigated the reported complaint. The cardiac procedure was completed with an approximate 30-minute delay. The patient remained stable throughout, required no additional interventions, and has since recovered. A philips field service engineer inspected the system on-site and confirmed the reported issue. Log file review identified an ¿ips no mains voltage¿ error, prompting inspection of the m-cabinet. The root cause was determined to be blown power distribution unit (pdu) fuses in the generator and the power inverter evr (point evr). The fse replaced the generator pdu fuses and the power inverter evr, tested the system, and returned it to clinical use in proper working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system malfunctioned during a pre-planned cardio procedure. It was noted that another system was used to complete the procedure. No further details regarding the alleged malfunction have been provided to date. An investigation into this complaint has been initiated by philips.